Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 650 mg/dl. The customer¿s wife declined troubleshoot for the high blood glucose. The device will not be returned for the analysis.